Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the right side rib. The patient underwent a revision wherein the lead was replaced and that the patient was doing well with good coverage postoperatively. The explanted lead will not be returned.